Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the flow sensor was out of range. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. There was an output flow error observed during preventative maintenance of the device. To resolve the issue, a field service engineer (fse) went to the customer site on 29apr2026 and replaced the flow sensor assembly (fsa). Following the part replacement, the fse completed a performance verification test (pvt), which the device now passed, confirming a return to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.